Manufacturer narrative:
Device evaluation: visual analysis of the photos identified an opening along the posterior, anterior side and creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Medical staff reported a left side rupture. Device has been explanted.